Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 7425 serial # (B)(4) showed no anomalies and was noted to function properly. Good stable output was seen on all electrodes when referenced to one electrode.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted and replaced because it would shut down on its own several times per day. It was noted that the device could be turned on when needed. There were no patient symptoms associated with this event. It was later reported that the patient had managed to get paresthesia turned on by ¿trying to start the ins several times, for a long time with patience¿ but was unable to do it every day. It was noted that the impedance measured between the case and contact 0 came back as ¿???.¿ it was noted that the patient confirmed that the new ins worked very well and the settings were the same as before. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.